Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, a clip was not formed properly (scissoring effect). It is unknown how the procedure was completed. Patient consequence was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). D4: batch # t94c5x. Investigation summary the analysis results found that the er420 device was returned with no apparent damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining thirteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.